Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer confirmed through email response that the unit was troubleshooted wherein a bad transducer and a damaged solenoid were found on the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer circuit fault has occurred on the vela ventilator. There is no information of patient involvement as of this time.